Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump inappropriately suspended due to a sensor glucose between 50 mg/dl and 70 mg/dl despite a blood glucose of approximately 130 mg/dl. The customer stated that her sensor alerts for lows every fifteen minutes and that the sensor readings were unstable. The customer's calibration practices were reviewed. She calibrates about five times per day: in the morning, before every meal, and at bed time. The customer was advised on proper calibration protocol. No further assistance was requested, and no products were shipped or returned.